Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 08 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to swelling and pain. The surgeon reported an inflamed synovium with hypertrophic projection, and a synovectomy was performed. He indicated the tibial tray was grossly loose and removed by hand. There was no attachment of cement to the undersurface of the tibial tray, and there was evidence of polishing of the tray by the opposing surface of the cement. The surgeon noted the femoral and patellar components were well fixed. The patient was implanted with attune components and smartset cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2016 dor: (B)(6) 2018 (lt knee).